Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
The head of the brushes becomes detached and the screw almost falls out / broken brush. No adverse event. Case description: a female consumer of unspecified age reported via e-mail on 08-dec-2016 that on (B)(6) 2016, she bought 4 oral-b power oral care refills precision clean. She explained that she had already had it happen with three brushes that, after brushing a few times with an oral-b rechargeable toothbrush, version unknown, the head of the brushes became detached and the screw almost fell out. No symptoms developed. On 14-dec-2016 received consumer's follow-up e-mail: the consumer explained that she did the "test" and that nothing further happened to the logo. No further information was provided. On 15-dec-2016 received consumer's follow-up e-mail: the consumer provided a picture of how the brush head became detached. No further information was provided.